Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of an erroneous low crpl3 c-reactive protein gen.3 (crp) result that did not generate a data flag on a cobas 8000 c 502 module. The initial crp result was 0.0 mg/l and was not accompanied by a data flag. The repeat crp result was 7.4 mg/l on a different module with serial number (B)(4) and was deemed to be correct. The sample was rerun on the initial c 502 module and crp result was 6.9 mg/l. The customer stated that they did not observe any other tests that did not generate a data flags. The customer mentioned that their water system was contaminated by the water company and was being repaired. There were no erroneous results reported outside the laboratory. There was no adverse event. The crp reagent lot number was 274189 with an expiration date of 31-dec-2018. The field service engineer determined a bubble caused the erroneous result and that the operation of c 502 was acceptable.

Manufacturer narrative:
The investigation determined that the root cause was a pre-analytic issue.